Manufacturer narrative:
A steris service technician arrived onsite and found that the docking station was damaged due to the reported event. The employee did not properly connect the transfer carriage to the sterilizer's docking station. The transfer carriage's front wheels were locked during this time. The employee thought that the transfer carriage was still connected to the docking state and proceeded to pull the transfer carriage away from the sterilizer; the transfer carriage was not connected. As the front wheels on the transfer carriage were still locked it allowed the transfer carriage to fall forward to the floor. The steris service technician inspected the transfer carriage and found that the transfer carriage was not adjusted properly to connect with the sterilizer's docking station. The technician adjusted the transfer carriage and tested the equipment for proper use and operation. No additional issues have been reported. The transfer carriage subject of the reported event is not under steris service contact and is serviced and maintained by the user facility. While onsite the steris service technician discussed the proper use and operation of the transfer carriage.

Event description:
The user facility reported that an employee was in the process of unloading the sterilizer and the transfer carriage fell to the floor making contact with the sterilizer's docking station. No report of injury.